Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review could not be performed as no lot number, serial number or part number was provided. Review of the product instructions for use could not performed as no lot number or serial number was provided. Risk management documents for the product in question is not possible as the device pn is not available at this time. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and concluded that the image provide in the literature review confirms a burn injury occurred. Based on the limited information provided the root cause of the reported issue is likely the uncaptured fluid from the joint space which is heated from the ablator as reported in the publication. Therefore, user error cannot be eliminated as a possible contributing factor for the burn. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to patient burn could not be determined as no part number was provided. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, one second-degree burn was caused by the dyonics ablation probe. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. It is unknown how the event was treated, the burn wound took 3 months to resolve, leaving severe scar formation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.